Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory; product ID a820. Serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. It was reported that for about the last 6-8 months the patient had been having difficulty connecting to the pump to bolus (it took a very long time to connect to the pump) and the handset was taking a very long time to connect to the communicator. Per the patient, he went to see his physician yesterday. While there, a company representative was in a meeting with the physician and nurse practitioner. The company representative and his physician told him to call in and have the communicator replaced because the communicator was malfunctioning. The patient mentioned he was bolusing 16 times a day and sometimes 10-14. During the call, the agent had the patient toggle off wifi and power off/on both external devices. The agent had the patient power off/on the communicator 2 times. The patient was able to connect to the pump, but it did take a very long time. The patient charged both external devices nightly. The issue was not resolved through troubleshooting. It was noted that while on the call, the patient became escalated and stated he was handicapped and was not feeling well and in a lot of pain and the troubleshooting was taking too long. An email was sent to the repair department requesting a replacement communicator for the patient.